Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after implant their device worked so well and lasted about 2 years. The patient said that the device was supposed to last 4 but it didn¿t. The patient said that after the ins was replaced in 2015 their symptoms were instantly controlled just like it was first implanted, so the issue was with the ins. No symptoms were reported. No further complications were reported.